Event description:
Per the audiologist, the pt fell and dislodged the internal magnet from its pocket. In 2008, the surgeon noted that the magnet was loose. At about 4 days later, testing at the clinic showed the cochlear device to be functioning within specifications. A CT scan showed the device to be in the correct place. Some few days later, the pt reported he could no longer hear with the cochlear implant system. Exchanging the transmitting coil did not solve the problem. The pt underwent surgery some days later to replace the magnet.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.